Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the deivce overheated and made a clicking noise. It was further noted that the device did not come apart properly (half of the electric motor/electronic control unit assembly was stuck in housing). Therefore, the reported condition was confirmed. The assignable root cause was determined to be component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the electric pen drive device overheated and made a clicking noise. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.